Event description:
(B) (4). It was reported that during a carotid artery stenting procedure, positioning difficulties occurred. The target lesion was located in left proximal internal carotid artery with 85% stenosis and was 15mm long with a 5.5 mm reference vessel diameter. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. The first filterwire was successfully deployed, however, per the site when the physician removed the sheath, the filter shifted so the physician removed it successfully and used another of the same successfully. A second filterwire ez was used and a carotid wallstent was implanted. The pt had no injury and was discharged the next day.

Manufacturer narrative:
(B) (4).